Event description:
It was reported that during a stent procedure, the guiding catheter position was lost. The delivery system was withdrawn into the guiding catheter (contrary to instructions for use). Inspection of the device outside the body revealed the stent had separated from the system and was in the guiding catheter. No pt injury was reported.